Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: when removing the tear drop label, the patient found brown fm inside.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Foreign matter on the outside of the product is unlikely to affect product function nor harm a patient or user.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: when removing the tear drop label, the patient found brown fm inside.